Event description:
It was reported that during percutaneous coronary intervention, marker issue occurred. An f/g atlantis sr pro2 was selected. It was noticed that the "marker didn't seem to be in an appropriate position". The procedure was completed with another f/g atlantis sr pro2. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during percutaneous coronary intervention, marker issue occurred. An f/g atlantis sr pro² was selected. It was noticed that the "marker didn't seem to be in an appropriate position". The procedure was completed with another f/g atlantis sr pro². No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Examination of the returned device revealed two flaps of hub rotator were damaged. The mdu was able to connect to the system properly. The femoral marker is not missing and is in the correct position. The distance from the femoral marker to the distal tip end and the distance from the radiopaque (ro) marker band to the distal tip end are located within specifications relative to the distal tip. Imaging core wind up in the hub and telescope assembly was observed during visual analysis. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).